Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Customer consumed carbohydrates to address bg. Customer consulted their healthcare provider who advised settings adjustment. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.